Event description:
A (B)(6) male with long-standing, dilated, non-ischemic cardiomyopathy who was admitted with acute decompensated heart failure that progressed to cardiogenic shock requiring intravenous inotropic and intra-aortic balloon pump support. On (B)(6) 2012, he underwent implantation of a heartmate ii left ventricular assist device (lvad). Immediate post-operative course was unremarkable. On (B)(6) 2012, he had multiple low flow alarms. He also had evidence of worsening hemolysis with increasing ldh. A ramped speed study under echocardiographic guidance revealed that despite maximal lvad support, the left ventricle was unable to be unloaded and there was consistent opening of the aortic valve with each cardiac cycle. These findings are consistent with lvad malfunction and obstruction of flow through the device. Chest CT revealed evidence of thrombus in the inflow cannula. Right heart catheterization revealed low cardiac output with elevated right and left-sided pressures which confirmed vad malfunction. He had an intra-aortic balloon pump placed on (B)(6) 2012 for cardiac support. On (B)(6) 2012, he underwent vad exchange. At the time of the vad explant, thrombus was visualized in the inflow cannula.